Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely decreased sodium result on an architect c8000, serial number (B)(6). Through an extensive investigation, the fsr found the ict modle, list number 09d28-04, worn and needed to be replaced, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely decreased sodium result for one patient on an architect c8000 analyzer. The following data was provided (customer¿s reference range is 135-145 mmol/l): initial result, on (B)(6), was 119, repeat result, on (B)(6), was 147, repeat, on another analyzer, was 146 mmol/l. There was no impact to patient management reported.